Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx7012swc was removed on (B)(6) 2017 due to failure to osseointegrate 5 months and 2 days after implantation. The patient has no significant medical history. The doctor noted local infection and pain during explantation. The patient required bone augmentation for the operation. The patient has recovered without complications.